Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Part: 319.006; synthes lot: ft00148; supplier lot: n/a; release to warehouse date: october 25, 2016; expiration date: n/a; supplier: (B)(4); no nonconformance reports (ncrs) were generated during production. The needle material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The needle component has sheared off at the transition from solid shaft to threads/intersection with the slider body. The broken off needle portion was returned and also is bent is several locations. Document/specification review: the returned depth gauge was manufactured in october 2016. Device history record (DHR) review showed no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The needle material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The following drawings were reviewed during this investigation: top level depth gauge assembly design drawing (manufacturing (mfg) - current); needle component design drawing (mfg and current). The depth gauge for 2.0mm and 2.4mm screws is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. No product design issues or discrepancies were observed. Dimensional inspection: the diameter of the needle at location of breakage measured at ø1.22mm (calipers ca592) at cq which is within specification of ø1.25m+0/-0.05mm. The diameter of the needle at location of bends measured at ø1.22mm (calipers ca592) at cq which is within specification of ø1.25m+0/-0.05mm. Material analysis: the needle material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: while no definitive root cause could be determined it is possible that the device encountered unintended forces. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on (B)(6) 2018, the thin metal end of the depth gauge from a modular mini fragment set cracked off from the black handle at its connecting end during a foot fusion surgery. There were no fragments generated from the broken device. There is no reported delay related except for the time needed to open an additional depth gauge. There was no patient harm reported. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).